Event description:
It was reported that the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient had woken up and observed that the pod's cannula was bent at the infusion site (abdomen). Additionally, the patient reported receiving an alert that there was only 20 units of insulin left in the pod. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.